Manufacturer narrative:
(B)(4). Unit received with cracked and bleeding lcd glass. Unable to performed displacement, rewind, seating and basic occlusion due to cracked and bleeding lcd glass. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, cracked case at battery tube side,fading serial number label and keypad overlay texture damage.

Event description:
The customer reported via phone call that the insulin pump has been dropped. The customer's blood glucose was unknown. The customer stated that the screen was shattered. The insulin pump will be returned for analysis.